Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during procedure, the jaws did not open smoothly and the knife was difficult to retract. The jaws were cleaned frequently but the issue was not resolved. There was no patient injury, and a new device was used to continue the procedure.

Manufacturer narrative:
Updated with UDI information. Evaluation summary: one used lf1737 ligasure device was returned, and an examination could not confirm the reported issue. Visual inspection found eschar on the jaw seal plate. A mechanical evaluation was performed, and the jaws would open normally when the handle was used. The knife blade also deployed smoothly along the knife track. The knife cut tested within specifications. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.